Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with a 475cc mentor memorygel breast implant (left catalog #:3504751bc, left serial #: (B)(6) and a 450cc mentor memorygel breast implant (right catalog #: 3504501bc, right serial #:(B)(6) on (B)(6) 2020. The relevant fields have been updated. Reason for device explant and/or reoperation: rupture h6 patient code 3191: anisomastia, medical device removal on (B)(6)2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, an anomaly was observed on the posterior view, consistent with crease/fold. Leak testing was performed according to the mentor procedure, and the result revealed a tear within a crease/fold, measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic/latino female patient underwent a revision breast augmentation with two 500cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. The patient felt a lump in her right breast, and mammogram performed on (B)(6) 2020 indicated bilateral rupture. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.